Event description:
On (B)(6) 2009 the patient reported her insulin infusion device displayed an e4 (occlusion) error and she then noticed her insulin cartridge was empty and broken. She stated her device did not give the a1 (cartridge low) alert. On follow up with the patient, she stated she reviewed her device history adn the a1 alert was not listed on (B)(6) 2009. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.